Event description:
Pt. For chemotherapy 3/17/97 when irrigant came through sutureline. Pt. Was brought to the dr 3/20/97 for exploration and revision of the device. Device chamber was complete disconnected from the silicone catheter. The silicone catheter migrated into superior vena. Pt transferred to another facility for removal.